Manufacturer narrative:
(B)(4). Method: the device was reported not to be returning to the manufacturer for analysis; therefore, no testing methods could be performed. A lot number was received and a review of the device history record (DHR) was performed. Results: no testing methods were performed, therefor results cannot be obtained. According with the results of the DHR review, the production lot met all manufacturing and quality specifications. Conclusion: testing could not be performed on the device as it was not returned. The lot number provided met all specifications at release. It was mentioned that analysis was performed on a device using just sailing, however the reporter did not provide methods used and it is unknown if the ±15% specification was taken into consideration. We have requested for additional information, however at the time of this report additional information has not been provided. Should additional information pertinent to this event become available, halyard will submit a follow-up report.

Event description:
Fill volume: unk. Flow rate: 5ml/hr. {please reference 2026095-2015-00224 b, 2026095-2015-00225 c}. Incident 1 of 3: a maude report was received reporting incidences of faster flow while using a homepump c-series device. It was reported that the event occurred on the (B)(6) 2015. An infusion began on an unknown date at 2100 hours and ran dry at an unknown date at 0400 hours. Per the reported incident, the total infusion time was supposed to be 46 hours. However, it was reported that the infusion ended in about 31-32 hours, and this was the 3rd instance of this occurring. No patient consequence was reported. The reporter also reported that an internal analysis was performed utilizing saline and the total infusion time was about 41 hours. Additional information/clarification was received on september 01,2015 regarding the incident. A pharmacist reported that there were 3 pumps that infused too fast. Patient information will not be disclosed and the samples are not available for return. Additional information has been requested regarding the reported incidents; however, not available at this time.